Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of poor mechanical connection could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. The reported event of poor mechanical connection could not be confirmed as the device was not returned. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was at home and both batteries at full capacity. Suddenly, low priority alarm was activated. When the mother checked the connection between port and the battery connector; the port 1 of the controller was broken and loose connection between battery and controller activating no power alarm. The controller was exchanged. No effect on the patient, or hemodynamic issues to the patient. No additional information provided.

Manufacturer narrative:
It was reported that the controller suddenly activated a low priority alarm on power port 1 and that the controller had a damaged connector. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any battery alarms near the reported event. However, the alarm files recorded multiple low flow alarms due to the patient's average flow decreasing below the low flow alarm setting; low flow alarms are medium priority alarms. A review of the event files did not reveal a controller power up and motor start event near the reported event.  Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. The controller power port was not found damaged; the event detail is most likely addressing a loose connector when it was stated that "the port of the controller was broke". Based on the available information, the reported "no power" alarm could not be confirmed during log file analysis; a controller power up and motor start event was not recorded near the event date. Log file analysis did not reveal battery alarms near the reported event date .the alleged broken connector is most likely describing a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to address the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.